Manufacturer narrative:
Evaluation results: identity of device and other details were not provided. Conclusion: identity of device and other details were not provided.

Event description:
Medtronic received the following journal article which is summarized in the following: endovascular treatment of iliac aneurysm: concurrent comparison of side branch endograft versus hypogastric exclusion perugia, italy (j vasc surg 2009; 49: 1154-61). Comparisons of iliac aneurysms treated with side branch stent grafts (group 1) and with conventional endografts with hypogastric coverage and embolization (group ii). Seventy four pts treated for iliac aneurysms between 2000 - 2008 at another country hosp. Group 1 (n=32) pts all used another manufacturer's bifurcated iliac device. Of the group ii pts (n=42), 9 were medtronic devices: talent bifurcate (n=6), talent aui (n=1), talent tube (n=1), and aneurx bifurcate (n=1) (see MFR #2953200-2009-00909). Of the group ii pt, 36 had associated aneurysms requiring concomitant evar repair. Group ii pt results: (note: the article did not link the device types with the clinical sequelae). Thirty-days post op results: two external iliac limb occlusions occurred. Early re-intervention was performed in two pts (5%) of group ii, one for limb ischemia and the other for femoral wound dehiscence. The 30-day follow-up CT examination revealed at type 2 iliac endoleak of eight pts in group ii, refilled from iia branch (table iii). None of these type 2 early endoleaks were treated. One-year results: overall mortality at one year was 7% in group ii, all due to unrelated causes: three deaths were caused by esophageal cancer, bleeding gastric ulcer, and respiratory failure. Only one pt, in group ii, experienced iliac aneurysm growth, of 5 mm, due to hypogastric incomplete exclusion and type 2 endoleak (fig 2), requiring successful secondary coil embolization through contralateral hypogastric super-selective catheterization. Type 2 endoleak was present in 7 iliac aneurysms in group ii. Limb occlusion occurred in one pt in group ii, eight months after the original procedure and required a femorofemoral crossover by-pass. Prevalence of pelvic ischemic signs was higher in pts in group ii (eight pts), compare with group I (one pt). The physician was contacted for requested to provide specific information to each lot number, implant date, intervention and pt outcome. At this time no further information was provided.